Manufacturer narrative:
MDR 3003442380-2024-00652 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil it was reported that the patient encountered insulin flow blocked alarms which led to high blood glucose level. The patient received insulin pen as corrective treatment. No further information available.